Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip of the distal end was lost and not returned. The cutting knife was deformed. The distal end of the tube was partially deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and welding strength between the tip and the electrode weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the tip fell off when the distal end was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The above device handling has warned in the instruction manual as follows. When the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife and the triangle tip could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer sheath. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the triangle tip and/or cutting knife is detached, be sure to collect it using grasping forceps.

Event description:
During an antireflux mucosal ablation, the subject device was used. The cutting knife broke off and the distal end fell into the patient body. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the cutting knife.